Event description:
Ous MDR - boston scientific received info that this right atrial (ra) lead exhibited pacing failure, as observed on electrograms. An x-ray was performed, which confirmed the lead had dislodged and had fallen, into the right ventricle. The lead was repositioned, with no further adverse pt effects reported. The lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.